Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, and hip; clicking, grinding and popping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis; lack of mobility; and chromium and cobalt metal toxicity.